Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if the message displayed prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated e1: reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained stating the ipg was eol. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.